Event description:
The manufacturer received information alleging a ventilator's volume delivery was lower than before and a noise was heard coming from the device. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's volume delivery was lower than before and a noise was heard coming from the device. The device was evaluated by the manufacturer's service center and the tidal volume issue was not duplicated. The device was tested, and the flow results were within normal range. A noise was heard coming from the blower and the blower assembly was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested and passed all final testing.